Manufacturer narrative:
Product analysis: visual and microscopic examination confirmed the set screw rod interface surface was damaged. Microscopic inspection confirmed screw face material deformation into initial thread, preventing insertion of set screw into mas head. Unable to evaluate break-off set screw node height deformation and/or morphology, as the feature is almost entirely worn away due to rod movement after screw back-out. After visual, optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to determine root cause of the foregoing event from the available information due to damage and deformation of the set screw face. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays shows thoracic lumbar sacral posterior spinal instrumentation. Interbody graft are present at l5-s1, l4-5, l3-4. The patient body "condition" is quite obese. On the immediate post-op x-ray hardware placement appears appropriate. On the delayed x-ray there is a bilateral rod fracture, with the rod completely displaced from the screw heads on one side. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative scoliosis with multilevel stenosis, degenerative disc disease (ddd) and underwent multilevel laminectomy fusion surgery at t11- ileum levels. Post-operatively, the screw loosened. As a result, a revision surgery was performed to remove the alleged screw. No patient complications were reported post surgery.